Event description:
It was reported that the patient underwent a cervical vertebra c3-c7 posterior cervical decompression and posterior cervical fusion and instrumentation using rhbmp-2/acs. Post-operative neck swelling was observed. During extubation attempt, the patient self-extubated and the clinicians were unable to to reintubate despite multiple tries requiring a tracheostomy. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.